Manufacturer narrative:
Trackwise ID 790755. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure it was discovered that the t.w. Power supply s/n h10030133g hand piece had no power. Warranty expired (B)(6) 2013. They used another vh-3010 to complete the procedure. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch h3 other text : device not returned.

Event description:
N/a.